Event description:
It was reported that during a percutaneous coronary intervention a guide wire tip fracture occurred. The lesion being treated was located in the left circumflex (lcx) and obtuse marginal (om) arteries. A non-bsc stent was implanted in the (lcx). Then a 185cm pt2 guide wire was advanced into the om branch through the struts of the implanted stent. It was noted that the wire tip was prolapsed in the om. The physician then advanced an emerge balloon catheter to the lesion, however it was unable to cross the stent and was removed. Upon removal of the 185cm pt2 guide wire, resistance was experienced and the tip fractured. The physician chose not to remove guide wire tip fragment from the proximal om to avoid disrupting the implanted stent. No further compactions were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.?, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: examination of the complaint device revealed distal tip fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a guide wire tip fracture occurred. The lesion being treated was located in the left circumflex (lcx) and obtuse marginal (om) arteries. A non-bsc stent was implanted in the (lcx). Then a 185cm pt2 guide wire was advanced into the om branch through the struts of the implanted stent. It was noted that the wire tip was prolapsed in the om. The physician then advanced an emerge balloon catheter to the lesion, however, it was unable to cross the stent and was removed. Upon removal of the 185cm pt2 guide wire, resistance was experienced and the tip fractured. The physician chose not to remove guide wire tip fragment from the proximal om to avoid disrupting the implanted stent. No further compactions were reported and the patient's status is fine.